Event description:
It was reported that the patient underwent gynecological procedures and mesh was used on (B)(6) 2007. The patient had a perigee and monarc hammock implanted on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00497, medwatch 2210968-2013-00496 and medwatch 2210968-2013-00495. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence, pelvic organ prolapse, rectal prolapse, cystocele, and gaping introitus. It was reported that the patient underwent the concurrent procedures of cystocele/ rectocele repair, cystourethroscopy, lysis of adhesions, abdominal sacrocolpopexy, enterocele repair, and a cystoscopy. It was reported that the patient underwent a perineoplasty on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was explanted on (B)(6) 2007 due to vaginal prolapse and on (B)(6) 2009 due to recurrence of prolapse , incontinence and lysis of adhesions. (B)(4). This is one of four medwatches being submitted. See also medwatch 2210968-2013-00497, medwatch 2210968-2013-00496 and medwatch 2210968-2013-00495. The same patient is represented in each medwatch.